Event description:
We have received a product report involving a (B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: patient (pt) reported they were allergic to the steri-strips over their implant site so the area "blew up". Patient said as time has gone the steri-strips have fallen off and, on the situation, has gotten much better. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).